Event description:
It is alleged that a fire occurred at a nursing facility where a pride powerchair was located. The fire department was called; there were no reported injuries.

Manufacturer narrative:
Device evauation anticipated, but not yet begun. A follow-up report will be submitted upon completion of the investigation.

Event description:
It is alleged that a fire occurred at a nursing facility where a pride powerchair was located. The fire department was called; there were no reported injuries.

Manufacturer narrative:
Inspection of the seat finds the controller wires intact and mounted on the right. Left hinge of the seat has tube welded, unknown origin. The base wiring was intact, one small bead on battery wire noted, charger and controller intact. No power cord or iec connector could be found. No clear indication that the fire started at the device.